Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope had an orientation issue, and also an issue with white balance. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The endoscope was placed on an in-house diagnostic tester or equivalent and found the local button controls were not working properly. The endoscope failed the button functionality test due to all button exhibiting not working when activated. Additional observation not reported by site: the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing. Button failure is caused by loose desiccant loose balls, removed and buttons working properly. The complaint was confirmed by failure analysis. The probable root cause is attributed to an electrical issue with the button.

Event description:
Refer to h11 for follow-up information.